Event description:
It was reported that a patient had a device removed when it was determined to no longer be effective. It was noted that the patient had been pregnant and later had a motor vehicle accident. It was reported that questions were being raised as to the likelihood of these events causing either lead dislodgment or program failure, particularly the motor vehicle accident. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the first device was inserted (B)(6) 2009, when the patient was pregnant. It seemed to be effective until (B)(6) 2010 when the patient had an mva (motor vehicle accident). There was reprogramming (B)(6) 2010. The interstim was replaced (B)(6) 2010 and the surgeon discovered that the lead "was separated from the programmer.

Manufacturer narrative:
(B)(4).